Event description:
Patient reported their teeth keep pushing forward and is not comfortable to close their mouth. They are on their last set of aligners. Patient provided bite video and after evaluation patient has developed an anterior open bite. Recommended rest period for the anterior open bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.